Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and high blood glucose. Blood glucose was 437 mg/dl. Customer reported that they put the battery in the insulin pump and it does not want to work. Customer reported that display is blank. Customer reported that the display was not blank less than 30 seconds. Customer reported that insert battery alarm did not display on the pump screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded electronic assemblies. The device was received with corroded battery tube and corroded motor home switch. Unable to perform self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. The device was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.